Event description:
The customer reported that this right ventricular lead exhibited high thresholds (measurements not provided to customer) and low impedances of less than 200 ohms. Both this ventricular and the atrial lead were surgically abandoned (capped) and a new device system was implanted on the pt's right side. No adverse pt effects were reported. The lead was actively implanted for approximately 9 years, 4 months.

Manufacturer narrative:
This ventricular lead was surgically abandoned (capped), and successfully replaced with no adverse pt effects reported. Therefore it will not be returned for analysis, and as a result the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event reference in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.